Manufacturer narrative:
The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. It should be noted, the device was implanted in the tricuspid position. At this time, the pascal precision transcatheter valve repair system is only indicated for the native mitral valve in the us, addressing degenerative mitral regurgitation. But, it is approved for both tricuspid and mitral spaces in the region where the procedure was performed. Therefore, deployment in the tricuspid position will not be considered off-label in this case.

Event description:
Per report received from germany- edwards received notification of a pascal precision ace in tricuspid position where two devices were implanted. During procedure bubbles were seen during suture release. No symptoms were observed, and no treatment was required. Regurgitation grade was reduced from 4 to 1-2. There were no patient consequences.

Manufacturer narrative:
The following sections were updated/corrected/added: b4, g3, g6, h2, h6 and h11. Additional h6 type of investigation codes: 'analysis of images' and 'labelling review'. Based on the complaint investigation, the complaint for inadequate aspiration, air remaining in device during insertion was confirmed with objective evidence via visualization of air bubbles in returned imaging. A DHR review of the lot in question revealed no non-nonconformances related to the event. Since no edwards defect was identified, corrective or preventative actions are not required. Imaging evaluation confirmed the presence of air bubbles, however the source of the air was unable to be determined. Follow-up information from the edwards clinical specialist did not reveal any use errors or potential device defects. Potential root causes for the presence of air may include: - omission of a flushing/de-airing step. - improper stopcock/syringe technique. - air from an alternative non-pascal device, fluid line, or procedural step. However, a true root case is unable to be determined.